Event description:
Device was deployed without issue, sheath was removed and hemostasis was achieved successfully. After device dwelling period, the attempt to remove the catalyst device failed. In attempting to de-deploy disc, there was difficulty in pushing down the actuator fully (disc was impeded somehow). Device was unable to be removed as if stuck. After contacting a cardiva catalyst company representative for troubleshooting support, the physician could still not remove the device. Enough tension was applied on device that silver coil tensioner was showing behind procoagulant coating. Physician opted to refer pt to vascular operating room for exploratory cut down of femoral artery to asses the problem. Upon cut down, it was seen that catalyst disc was in effect stuck in (on) a previously implanted starclose vascular closure clip (permanent implant closure system) which was impending the catalyst device from being completely removed. The location of the hang up was not intravascular and the starclose clip and catalyst device were excised from the pts extravascular wall. No harm was done to the pt although the need for additional cut-down procedure was required for removal. Pt stayed only an additional evening and physician reports pt is fine. Surgical intervention was required to find out cause for why catalyst device could not be removed by hand. The initial stick was in prime position, directly through the existing starclose clip and sheath was applied over the wire through the middle of the starclose clip. Upon deployment of device and removal of sheath, catalyst disc was "caught up" in the starclose clip.

Manufacturer narrative:
The reported complaint was reviewed by the company on (B)(4) 2012 and assessed to be reportable. The device is unable to be investigated because it was not returned to the manufacturer. The IFU was reviewed and indicates the safety and effectiveness of the cardiva catalyst ii has not been evaluated in pts who have received a suture/clip based closure device at any time prior to this procedure. The abbott starclose is a clip based closure device. Additionally, the starclose (B)(4) was reviewed and it states the "the safety of re-puncture at any time through any part of a previously deployed starclose clip, and the safety of subsequent closure of this re-puncture using starclose vascular closure system, have not been fully established" conclusion: event does not represent a failure or malfunction of the catalyst device. The event is attributed to use error where user employed the catalyst ii device through a previously implanted starclose device.